Event description:
The surgeon reported that the monitor displayed value and e005 during implantation. They decided to implant it. However, the monitor displayed e005 after one day. We believe that the catheter should be defective.